Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor lost connection to the ilet pump while the dexcom mobile app remained connected, and the user requested assistance pairing the sensor to the pump; the sensor subsequently reconnected to the pump during the call and no further assistance was required. No adverse clinical symptoms reported and no alerts or alarms on the ilet. Outcomes included no injury and no change in therapy beyond troubleshooting and education. User support included customer support troubleshooting and user education focused on sensor-to-pump pairing and communication. Investigation of this case revealed a transient sensor-to-pump communication issue that resolved with re-pairing, consistent with intermittent wireless connectivity loss between the cgm and the pump. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication disruption that resolved with standard re-pairing procedures.